Event description:
Boston scientific received information that during a follow up visit, this device and right ventricular lead displayed a sudden high out of range shock impedance measurement. Other measurements were normal. No noise was observed. A memory download was performed and provided to technical services. No adverse patient effects were reported.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received. Technical services reviewed the memory download. The out of range shock impedance was intermittently out of range until recently. It was recommended further lead integrity testing and/or a commanded low energy shock be performed.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Event description:
Additional information was received: a revision procedure was performed. When the pocket was opened visual observation revealed the distal coil connector was loose in the device header. After this was tightened, normal shock impedance measurements were obtained. Lead integrity testing and high-energy shock impedance revealed normal shock impedance measurements. No adverse patient effects were reported.